Event description:
The pt presented with an acute mi, with st elevation. Pci was performed within a few hours after onset of mi symptoms. One endeavor stent (3.5 x 30mm stent) was implanted. The lesion was located in the mid lad. Ck, ck/mb or troponin t were reported to be significantly elevated after the procedure compared to baseline. However, there were no changes to the ECG compared to baseline. The location of the infarction was non-determinable. The investigator reported that the event was not related to the endeavor stent. The pt was discharged on four days post stent implant. The pt was asymptomatic at the 30 days, 6 months and 12 month follow-up stages. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation: lack of information.